Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. A getinge field service engineer (fse) observed and adjusted autofill volume calibration. Exercised unit to no fail. Full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported during a routine check performed by in house bio- med ,the cs300 intra-aortic balloon pump (iabp) displayed autofill error. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.